Manufacturer narrative:
The insulin pump was received with cracked and bleeding on lcd glass. We were unable to test for button error alarm or unresponsive keypad/button due to display anomaly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. Customer was unable to clear the alarm. Customer's blood glucose was unknown. The insulin pump will be returned and replaced.